Manufacturer narrative:
Aortic tears, or a tear of the aortic wall, may occur as a complication of cardiac surgery involving a diseased aortic root. In this case, it was noted that the patient had fragile tissue and a heavily calcified annulus. There was no reported device malfunction. The reported event has not been confirmed. However, based on the information provided, it appears that this event was likely due to patient and/or procedural related factors. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that this valve was implanted, then immediately explanted due to an aorta injury. The issue was observed after the clamp was removed from the patient. As reported, the aorta tissue of the annulus was torn at the level where the valve was seated. This patient had fragile tissue, and the patient¿s annulus was also heavily calcified. The surgeon went back onto bypass and repaired the aorta with biologic tissue and another valve of the same model and size was implanted. The patient was noted as fine and was extubated on the table. There was no allegation of a device malfunction. The surgeon was noted to be highly experienced with this valve.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.